Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring in the reported problem area of the pipette assembly. Fse replaced the lld spring, tip clamp and plunger clamp in position #3. The instrument was tested without further problem and returned to expected operation.